Event description:
It was reported that the patient heard tones coming from the device. It was later determined that the cause was the right ventricular (rv) lead exhibiting a high, out-of-range shock impedance measurement of 126 ohms. The device and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the patient heard tones coming from the device. It was later determined that the cause was the right ventricular (rv) lead exhibiting a high, out-of-range shock impedance measurement of 126 ohms. The device and rv lead remain in service. No adverse patient effects were reported. Additional information was received indicating the device was experiencing premature battery depletion (pbd). The high, out-of-range shock impedance measurements were discovered while examining the pbd. The device and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the patient heard tones coming from the device. It was later determined that the cause was the right ventricular (rv) lead exhibiting a high, out-of-range shock impedance measurement of 126 ohms. The device and rv lead remain in service. No adverse patient effects were reported. Additional information was received indicating the device was experiencing premature battery depletion (pbd). The high, out-of-range shock impedance measurements were discovered while examining the pbd. The device and rv lead remain in service. No adverse patient effects were reported. Additional information was received indicating defibrillation threshold (dft) testing was performed to assess the shock impedance measurements of the rv lead before the replacement procedure of the device due to pbd. The shock impedance during dft testing was 77 ohms. During the device replacement procedure, a considerable amount of capsule was removed from the device pocket, and the shock impedance measured 80 ohms post procedure as a result. The rv lead remains in service. No additional adverse patient effects were reported.